Event description:
Complainant alleged that while treating a pt the device discharged two deliveries of energy to the pt successfully. However, on the third attempt to deliver energy to the pt, the device displayed a "bridge test failed" message and failed to discharge. Complainant indicated that the pt subsequently expired, however it was not related to the reported malfunction.